Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a balloon rupture occurred. Access was obtained through the femoral artery. The 80% stenotic, de novo lesion was located in the mildly calcified left circumflex artery. The physician advanced the 2.0x15mm maverick2 balloon to the lesion and on the first inflation, inflated the balloon to 6atms and the balloon ruptured. The device was removed intact. The procedure was completed with another 2.0x15mm maverick2 balloon. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a balloon rupture occurred. Access was obtained through the femoral artery. The 80% stenotic, de novo lesion was located in the mildly calcified left circumflex artery. The physician advanced the 2.0x15mm maverick2 balloon to the lesion and on the first inflation, inflated the balloon to 6atms and the balloon ruptured. The device was removed intact. The procedure was completed with another 2.0x15mm maverick2 balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: a visual examination of the balloon identified a longitudinal tear. The tear stretched from the 1mm proximal to the proximal edge of the proximal markerband to the distal edge of the distal markerband. A detailed microscopic examination of the balloon material and of the markerbands could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).